Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 808:02. There was no patient injury or medical intervention necessary. During the product evaluation at baxter, it was discovered that failure code 808:02 occurred during infusion which caused an interruption during delivery. No additional information is available. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90, categorized as remediated. During baxter's review of the event history, it was discovered that failure code 808:02 occurred twice on the reported occurrence date.

Manufacturer narrative:
(B)(4). The reported condition was confirmed, but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from serviced. A follow-up medwatch report will be submitted if additional information becomes available.